Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the surgeon reported that the battery dies very quickly. It was confirmed that the battery was fully charged before use. When the reported battery was used for the operation, the surgeon had to replace the battery during operation. There was no harm to the patient and no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
An additional manufacturing evaluation was completed: the visual inspection did not reveal any faults or irregularities. The usual signs of wear and tear through the insertion and touch are visible and have no effect on performance. Synthes universal battery charger ii was used for the battery check and it was found that the battery is faulty. Tested battery is covered by the warranty. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the investigation was performed and the voltage in one battery shows after the charge cycle an error. The probable cause is defect element. The other battery is currently working and has a total capacity of 89%. The technician marked the defect battery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.